Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using the inline sheath and via the right femoral artery, there was difficulty inserting and advancing the 16 french delivery catheter system (dcs) through the right external iliac artery at the aortic bifurcation. The dcs was unable to pass the right external iliac artery at the aortic bifurcation. It was reported that the minimum access vessel diameter was 7.2 mm and that there was heavy calcium at the bifurcation. The dcs was downsized to a 14 (B)(4) system which was able to be advanced for successful valve implant. Following implant, a dissection of the right iliac artery was noted. Subsequently, the dissection was repaired with stents. Per the physician, the cause of the dissection was unknown. No additional adverse patient effects were reported.